Manufacturer narrative:
Investigation: bd was not provided photos or samples for catalog 309050 lot 1810158 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect.

Event description:
It was reported that leakage occurred from the bd discardit¿ ii syringe plunger before use. The following information was provided by the initial reporter, translated from french to english: "issue related to the syringe of 5 ml: leakage at the plunger."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred from the bd discardit¿ ii syringe plunger before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "issue related to the syringe of 5 ml: leakage at the plunger."